Manufacturer narrative:
The device has not been returned. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that approximately 3 weeks after implantation of an intraocular lens (iol) into the right eye, the patient presented with inflammation. Slit lamp findings were 1+ cell in a/c and trace flare. Patient's bcva dropped from 20/25 to 20/30. Patient has had persistent inflammation, eye pain and hazy vision since. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with imprism. Five months and one week after implantation, the iol was explanted and another model multifocal iol was implanted. The patient's current outcome is unknown.

Manufacturer narrative:
Updated b5, g3, h2 and h6.

Event description:
The explanting doctor reported that the tass resolved after treatment. The patient's outcome was fluctuation vision and refraction, likely surface related. M/r: -1.50+1.00x130, ucdva: 20/70-1, bcdva: 20/40- s. (B)(6) 2025.